Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on device with error 120.4500 for 8015 s/n (B)(4). Explained problematic fault to the up power supply board assembly on the device. Informed of tasks in system maintenance to test the outputs for the up power supply board. Customer finds the power source does not indicate device is plugged into ac outlet. Customer to repair/replace the up power supply board. Customer given the part number for assembly item. Transfer to com for assistance with pricing to order replacement part. Informed customer, if any further concerns and/or issues to give a call back. End call.